Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in an (B)(6) male patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag and extraneal viaflex (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2011, the patient was treated with cefepime (1 gram, ip, once daily,continuing) and vancomycin (1 gram, ip, once daily, continuing). The event of peritonitis was resolving. Dianeal and extraneal therapies were ongoing. The root cause of the peritonitis was unknown. The consumer stated the event of peritonitis was unrelated to dianeal and extraneal.